Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to recurring incontinence. Aus system stopped cycling, loss of pressure is presumed. All components were removed and replaced with a new aus system. No additional adverse effects were reported.

Manufacturer narrative:
E1: initial reporter facility name updated. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to recurring incontinence. Aus system stopped cycling, loss of pressure is presumed. All components were removed and replaced with a new aus system. No additional adverse effects were reported.